Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer added more insulin and found cartridge was leaking from the bottom. Customer loaded another cartridge to resolve the issue. Customer¿s blood glucose level was 80-250 mg/dl.